Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
As reported by field clinical specialist, two years and 9 months post implant, the 29 mm sapien 3 valve in the aortic position as indicated as "failed." The mode of failure was noted as aortic stenosis, with the increased gradient measured at 70mmhg invasively. Patient has become increasingly symptomatic and sob. Regarding intervention, thv in thv vs. Surgical valve repair was discussed and the patient has agreed to surgical intervention. The surgeon is leaning toward mechanical valve. Surgery planned post dental clearance. Per medical records, there is severe prosthetic valve stenosis with mild valve thickening and restricted valve motion. There is no regurgitation. Per medical records, tee indicated severe prosthetic valve stenosis with mild valve thickening and restricted valve motion. There is no regurgitation. Peak/mean gradient of 90/51 mmhg. Lvef 42-45%. Mild global hypokinesis. Per tte, the valve area was .7 cm2.

Manufacturer narrative:
The valve remains implanted. Investigation is ongoing. Update to b4, g3, g6, h2, h6 and h10 per no product return investigation. The valve was not returned for evaluation, as it remains implanted. As the device was not returned, no visual inspection, functional testing and dimensional testing could be performed. Imagery was provided and reviewed; however, it was not supported to confirm complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review is required. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the relevant complaint codes. A complaint history review on confirmed device complaints (returned and no product returned) for the sapien 3 valve (all models and sizes) was performed with the relevant codes. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU commander delivery system with s3/s3u was reviewed. It warns ''accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis, leaflet motion restricted and halt were confirmed based on medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''two years and 9 months post implant, the 29 mm sapien 3 valve in the aortic position as indicated as "failed". Per medical records, ''tee indicated severe prosthetic valve stenosis with mild valve thickening and restricted valve motion. There is no regurgitation. Peak/mean gradient of 90/51 mmhg. Lvef 42-45%. Mild global hypokinesis. Per tte, the valve area was .7 cm2''. Additionally, noted that patient had medical history failed kidney transplant, and hemodialysis. Based on the medical record, it indicated that patient had history of kidney disease, which is the known factors that may increase the risk of valve calcification or leaflet thickened leading to early valve degeneration. As such, available information suggests that patient factors (kidney disease) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, leaflets thickening was likely contributed by the patient condition (kidney disease). The leaflet thinkened could lead to early valve degeneration/stenosis. And the leaflet thickening may also interfere with the functionality of the device by restricting the leaflet motion leading to stenosis. As such, available information suggests that patient factors (kidney disease, leaflet thickened) may have contributed to the complaint event. Since no product non-conformances and/or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.